Event description:
The pt had a stenosis present in the renal arteries and both the common and external iliac arteries. There was also noted plaque present against the arterial wall. The ipsilateral side was not pre-dilated as recommended. Main body graft was placed without incident. Contralateral iliac leg was placed in the right common iliac. Final angiogram revealed that the ipsilateral limb of the main body graft had occluded the right common iliac. An endovascular converter was placed on the contralateral side through the patent iliac leg graft. An occluder was utilized in the right common iliac. Acrtouni-iliac configuration and fem-fem bypass was successful.